Manufacturer narrative:
The company representative replaced the motor control board (part number 0671-00-0004). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a routine check of the iabp, the company representative observed that the iabp motor speed was fluctuating at about 60 rpm. This is an out of box failure. No patient was involved.